Event description:
The customer reported that a vasoseal vhd was deployed in the pt on 2/11/1999. On 2/19/1999, a pseudoaneurysm was diagnosed in the pt. On 2/26/1999 another pseudoaneurysm was found through ultrasound guided compression. The pt required a surgical repair to the pseudoaneurysm. No further complications were reported.